Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the tandem-provided usb charging cable became damaged and was no longer able to be used to charge the pump. No additional patient or event information was provided. Although requested, the customer declined to provide any additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.